Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, extrusion, infection, urinary problems, persistent voiding dysfunction, recurrent cystocele, mixed urinary incontinence, intrinsic sphincter deficiency and emotional distress. Furthermore, it was reported that the plaintiff died. The cause of death was reported as acute systolic heart failure and acute st elevation myocardial infarction. Related to MFR report # 2183959-2014-36718, 37394.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.